Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Event description:
It was reported that the patient was part of a trial that was using stimulation for weight loss; however, the intended therapy was ineffective. Surgical intervention may take place in the future to address the issue.

Event description:
Additional information was obtained, revealing that the product was explanted via surgical intervention on (B)(6) 2024.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.